Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They provided the patient¿s weight at the time of the event. They also stated the device was discarded after removal on (B)(6) 2011. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported by patient that their interstim didn't work and they had no idea whether it was removed ot not. No further complications were reported or anticipated.